Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open gastrectomy procedure, when the surgeon attempted to fire the device it could not be fire. Another loading unit was used to resolve the issue. There was no patient injury.